Manufacturer narrative:
The returned product was reviewed. Separation of the catheter tubing was found just below the inverted triangle at the nose of the overmolded extension set. The area of separation was reviewed under magnification and found to exhibit jagged edges, characteristic of undue force applied to the catheter during use, such as excess pressure. A potential contributor includes flushing the catheter with excess force (e.g. Flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
The PICC line was difficult to flush, and then an area "bubbled" up in the tubing. The PICC was removed and upon staff inspection, the line had snapped. No statlok was being used on the line. Another placement was attempted but was unsuccessful, hence a broviac was placed. The solution infusing through the line at the reported time of failure was d10 c lytes and heparin.